Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was experiencing pain due to stimulation being too high. The patient was advised to connect with their healthcare provider (hcp) if the pain persists and was assisted in setting stimulation to a comfortable level. A later call on (B)(6) reported that the day prior the patient tried voiding and felt like they were retaining. The patient again mentioned the previously reported pain. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.